Manufacturer narrative:
E1 - initial reporter city: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. No issues were noted on the hypotube shaft. No kinks or damages were noted on the polymer shaft. A pinhole was noted above the proximal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. An attempt was made to inflate the balloon however a pinhole was noted above the proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, balloon ruptured at 6 atm. The pressure escapes when pressure is applied, and the balloon did not inflate. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, balloon ruptured at 6 atm. The pressure escapes when pressure is applied, and the balloon did not inflate. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6) hospital.